Event description:
During review of the vns programming history available to the manufacturer, it was noted that a faulted diagnostics occurred on (B)(6) 2006 that changed the patient's settings. The physician performed a final interrogation as recommended in manufacturer labeling and corrected most of the settings however the off time was changed to 180 minutes instead of 3 minutes. The physician began slowly lowering the off time at subsequent visits. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: initial report listed the programmed output current on (B)(6) 2008, as 2.5ma; however, the programmed output current on (B)(6) 2008, was 1.25ma.